Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient was not feeling any stimulation starting on (B)(6) 2020. The patient charged her implantable neurostimulator on (B)(6) 2020 and put new batteries into her patient programmer. She increase the stimulation to twice the amount that she normally has the stimulation set to, and she was then able to feel stimulation. On the night prior to the report, she was not feeling stimulation again. The patient did not want to make any adjustments to stimulation. She likes the programming that she is currently set to the best. The patient has not had any fall, trauma, or recent exposure to electromagnetic interference. The patient indicated that she has an appointment with her health care professional on (B)(6) 2020. There were no further complications reported.